Manufacturer narrative:
Age at time of event - the patient was born in 1936. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient had a poor source of water which led to peritonitis. The reported issue of poor source of water in an environmental factor, which is often out of patient control, therefore the cause of the event has been assessed as unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis and the patient¿s outcome were not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The patient was treated with unspecified antibiotics. Fifty nine days after peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.